Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting 'noisy' egms, and oversensing resulting in the delivery of inappropriate shocks. Guidant received additional information that this lead system exhibited > 3k ohm impedance measurements and diminished r-waves.